Event description:
The event is reported as: the pt was on a ventilator. The respiratory therapist entered the room and noticed a burning scent. After inspecting the ventilator circuit he noticed smoke rising from the wire at the expiratory end of the circuit. He felt the circuit and noticed it was unusually hot, but there were no other parts of the circuit that were burning. He immediately changed the ventilator and circuit. The circuit was on the pt for 49 days. No patient injury reported.

Manufacturer narrative:
It is reported that the lot number could be from lot 02m0900195, 02e0900696, 02j0900853, or 02c0900146. The sample device was received on (B)(6) 2010 and sent to the manufacturing site for eval. The results of the device evaluation and investigation are not available at the time of this report.